Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that errors rm05 and rm03 displayed. It felt like the recharger was heating up, the disk was getting very hot to the touch. Troubleshooting was performed. Attempted to charge in clinic got the rm05 error, patient already got a replacement battery for the recharger. Unable to connect with device with clinician tablet due to battery depleted. Patient said had this trouble for 7 months. The recharger looked frayed at the end. There were no spare rechargers at the clinic so a new recharger and patient controller were ordered. The patient was asked to return old handset but patient wanted to keep it till new one comes. He will not bring it back till his next appointment in 1 years time. The rep asked the nurse today about getting it back sooner but this seems unlikely.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot#. Serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.